Event description:
It was reported that the unit had no rso2 reading when attempted to use, the sensors were connected in order according to the flashing cables. The right side had a good connection but had a struggle with the left side. It was tried disconnecting numerous times, restating the console and two new sensor probes, used an abrasive wipe to rough up the forehead, but the same outcome. Then, ended p connecting other device where, readings were on the lower side 50 and right side was 60. Upon, testing the reported unit on a staff member after procedure, a reading was possible on left side but quite low. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: unkinvos - unspecified invos product - (sn (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the unit was unable to get readings on the left side of the preamp. It was reported that the unit had no rso2 reading when attempted to use. The unit was connected to other devices, the readings on the lower side was 50 and the right side was 60. When the unit was tested on a staff member after the procedure, a reading was possible on the left side, but it was quite low. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.